Event description:
It was reported that a flo-gard IV solution administration set experienced a leak during priming. It was reported that the set was leaking just below the blue slide clamp. There was no patient involvement; therefore, no injury or medical intervention was associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.(B)(6).

Manufacturer narrative:
(B)(4). Additional narrative: the device was not returned for evaluation; therefore, no device analysis could be performed.